Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that they had faulty suction when using a newly installed babyroo tn300, and that the medical air cylinder also runs out very quickly. The users reportedly had trouble ventilating the baby with the supplied oxygen mask. Adverse patient impact or patient death were not reported.

Manufacturer narrative:
A complaint was received on 15oct2024 that reported an issue with a babyroo which occurred on (B)(6) 2024. The customer reported that the device suction module was faulty, the medical air cylinder ran out quickly, and the staff had trouble ventilating the baby with the supplied oxygen mask. It was noted that the device was new and only just installed on site. There was no patient harm reported as a result of these issues. Additional information regarding this complaint was requested from the customer. The customer confirmed that the device passed the preoperational checkout prior to being put into use, the air cylinder was connected per the manufacturer's specifications and there were no leaks observed at the valve; however, the customer was unable to confirm if the air cylinder was full at the start of use. Additionally, the suction tubing was confirmed to not have been bent or tangled. The customer reported that the device was being used with a patient in the labor ward when the issue occurred, and the patient did require treatment of ventilation, but there was no delay in treatment as a result of the reported issue. The status of the patient was requested from the customer, but this information was not provided. No photos or videos of the reported issue were available for evaluation. A draeger engineer inspected the device for the reported issues; however, the reported faulty suction, the issue with the air cylinder, and the defective ventilation were not observed. On 18oct2024 drager service checked the device functionality and no faults were found. It was suggested by the fse that the user had trouble with the gas cylinders because they were empty. All relevant service tests were performed, and the device was found to be operating as intended. The instructions for use includes specific sections that guide the user on how to use the device and ensure it can operate both safely and effectively. Information that is relevant to this complaint can be found in section 6, getting started, which provides the user with step-by-step instructions for checking that the device is ready for clinical use. By following these instructions, the user can verify that the device will operate without fault. Sections 5.6 and 5.7 provide step-by-step instructions to the user for properly installing the suction bottle and the gas cylinders. Finally, section 13.3 provides instructions to the user for how to perform safety checks on the device to confirm the device is safe for clinical use. All information regarding correct and safe use of the babyroo is readily available to the user via the provided instructions for use. A root cause for the reported complaint was not able to be confirmed with the provided information. The reported faults were not observed during the draeger service, and therefore conclusions regarding the customer's complaint are unable to be made at this time. The device was confirmed to be working as intended and was put back into use with the customer.

Event description:
The customer reported that they had faulty suction when using a newly installed babyroo tn300, and that the medical air cylinder also runs out very quickly. The users reportedly had trouble ventilating the baby with the supplied oxygen mask. Adverse patient impact or patient death were not reported.